Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (alarm 06). Reportedly, the pump was no outside of the allowable operating altitude range at the time of alarm. The customer reverted to manual injections for insulin therapy. Customer's blood glucose level was over 500 mg/dl with moderate to high ketone levels. An injection was delivered to treat the elevated blood glucose level.